Manufacturer narrative:
Heartsine has received the device and continues to investigate the reported failure. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that the device's left pad led does not light up. This may lead to an inability understanding how to use the device correctly. This could result in a delay or may prevent defibrillation. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the left pads placement icon did not light, as per the reported fault. The fault was attributed to the membrane tail in the region of the fold at the uppercase entry point. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that the device's left pad led does not light up. This may lead to an inability understanding how to use the device correctly. This could result in a delay or may prevent defibrillation. There was no report of patient use associated to the reported event.